Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis could not be performed. The cause of the reported event could not be determined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was unknown. It was unknown if the patient was hospitalized prior to death. Pd therapy was ongoing until the time of death. It was unknown if the patient was connected to the hc device at the time of death. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted.